Manufacturer narrative:
On august 16, 2021 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). Date of implantation; (B)(6) 2003.

Manufacturer narrative:
On october 4, 2021 additional information received indicated that date of explantation updated to (B)(6) 2021. Date of implantation updated to (B)(6) 2003. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Updated procedure from "breast augmentation primary" to "breast augmentation revision". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that date of explantation changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cap con IV, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a 350cc mentor memorygel breast implant experienced bilateral capsular contracture grade IV, and symptomatic right sided rupture post procedure. The capsular contracture, and rupture were confirmed by the MRI examinations. As a result, the patient scheduled for an explant on (B)(6) 2021. This report relates to the right prosthesis.